Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is compeleted.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This regulatory authority case, reported by a consumer via regulatory agency, concerned a female patient of unknown age and origin. Medical history and concomitant medications were not reported. The patient received an unspecified insulin via a reusable pen (humapen luxura). Dosage regimen, start date and indication of use were not reported. Approximately since (B)(6) 2016, she could not have her insulin due to an unspecified malfunction (product complaint (B)(4), lot 0804b01) and because of that she had hyperglycemia on (B)(6) 2016. The event of hyperglycaemia was considered serious for medical significance. Information regarding corrective treatment, outcome of the events and insulin treatment status was not reported. The user of the humapen luxura and his/her training status were unknown. The general humapen luxura and suspect humapen luxura durations of use were not reported. The humapen luxura action taken was not reported. The reporting consumer did not provide an assessment of relatedness between the events and the unspecified insulin or the humapen luxura. Update 02-sep-2016: initial information received on 30-aug-2016 and additional information received on 31-aug-2016 were processed at the same time. 06-sep-2016: upon review, this case was opened to update the medwatch fields and european and canadian required device reporting elements for regulatory reporting.

Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in describe event or problem. Please refer to statement dated 03oct2016 in the describe event or problem. Evaluation summary a patient reported an unspecified malfunction with her humapen luxura device; she indicated she was unable to administer her insulin. The patient experienced hyperglycemia. Investigation of the returned device (batch (B)(4), manufactured april 2008) found the front housing threads were broken; cracks and white stress marks were also observed. A functional assessment could not be performed. The damage to the device was consistent with exposure to excessive force while in the field. A batch record review did not identify any issues that would have contributed to the damage sustained by the device. The patient did not provide the duration of use; however, given the date of manufacture (2008), it is possible the device was used beyond its approved use life. The user manual instructs to not use the device if it appears broken or damaged and to contact lilly or a healthcare professional for a replacement pen. In addition, the user manual states the humapen luxura device has been designed to be used for up to 6 years after first use. There is evidence of improper use. The damage sustained by the device is consistent with exposure to excessive force while in the field (not related to the manufacturing process). This may be relevant to the complaint of hyperglycemia. In addition, it is possible the device was used beyond its approved use life. It is unknown if this is relevant to the complaint of hyperglycemia.

Event description:
(B)(4) this regulatory authority case, reported by a consumer via regulatory agency, concerned a female patient of unknown age and origin. Medical history and concomitant medications were not reported. The patient received an unspecified insulin via a reusable pen (humapen luxura). Dosage regimen, start date and indication of use were not reported. Approximately since (B)(6) 2016, she could not have her insulin due to an unspecified malfunction ((B)(4), lot 0804b01) and because of that she had hyperglycemia on (B)(6) 2016. The event of hyperglycaemia was considered serious for medical significance. Information regarding corrective treatment, outcome of the events and insulin treatment status was not reported. The user of the humapen luxura and his/her training status were unknown. The general humapen luxura and suspect humapen luxura durations of use was approximately 8 years. The humapen luxura returned 06sep2016. The reporting consumer did not provide an assessment of relatedness between the events and the unspecified insulin or the humapen luxura. Update 02-sep-2016: initial information received on 30-aug-2016 and additional information received on 31-aug-2016 were processed at the same time. On 06-sep-2016: upon review, this case was opened to update the medwatch fields and european and canadian required device reporting elements for regulatory reporting. Update 03oct2016. Additional information received 30sep2016 from the product complaint safety database. To the device tab entered the manufacture date, device approximate age, returned date, changed improper use to yes, malfunction to yes, entered malfunction type of not cirm, device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly.